Event description:
The patient via a healthcare provider reported that the patient had a change in their therapy but the cause was unknown. It was noted that the system had not worked since implant. The battery was replaced. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.